Manufacturer narrative:
Review of the product history records indicate the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's right hip was revised due to a dislocation following a fall. The bipolar component and head were revised to a stryker shell, liner, and head with multiple screws. Surgeon reported that the stem was well fixed and well positioned, and was not revised.